Event description:
It was reported that the patient had syncope. Telemetry showed intermittent loss of capture and intermittent pacing output. The device was explanted. No further patient complications have been reported as a result of this event.